Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he was originally calling in regards to his carbs not showing up in carelink. During the call he stated that his doctor cause him to have a low blood glucose. He gave multiple blood glucose readings. The lowest blood glucose was 45 mg/dl and the highest 339 mg/dl. The customer went on stating his blood glucose wasn't due to the insulin pump, his blood glucose rises and false constantly. Customer states he tests his blood glucose with the meter and the insulin pump reads his average. His blood glucose might read 50 mg/dl all day but if gets a 500 mg/dl it ruins his average. The customer is not returning the insulin pump for analysis.